Event description:
It was reported that a patient experienced peritonitis. On an unknown date, the home patient (hp) had a break in aseptic technique, which was further described as the transfer set had disconnected from the titanium adapter during peritoneal dialysis (pd) therapy. The caregiver reconnected the transfer set and started therapy. The patient was not hospitalized for this event. On an unknown date, the patient was treated with vancomycin (1g, intraperitoneally, two times a week for an unspecified time). At the time of this report the patient was recovered from peritonitis. The patient and caregiver were retrained on the proper aseptic techniques. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional follow-up information was received from a nurse. It was reported that the separation between the titanium adapter and the transfer set occurred while the patient was sleeping. It was reported that there was no damage to either the titanium adapter or the transfer set. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - actual occurrence date and the therapy date is unknown. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).